Event description:
It was reported that during a percutaneous coronary intervention stent damage occurred. Access was obtained via the radial artery. The lesion was situated in the mid right coronary artery (rca) and was described as moderately calcified with 65% stenosis. It was predilated with an apex balloon 2.5x20mm. A 4.0x32mm promus element stent was then advanced, but failed to cross the lesion. During withdrawal, the stent became very elongated, partially dislodged from the balloon but was removed in one part without using any other device from the patient. The procedure was completed using a different device. There were no reported patient complication. The patient remained stable and was discharged the following day.

Manufacturer narrative:
Device evaluated by MFR: the stent was received without the stent delivery system (sds). A visual and microscopic examination of the stent identified that the stent was stretched to a length of approximately 57mm. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed the most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention stent damage occurred. Access was obtained via the radial artery. The lesion was situated in the mid right coronary artery (rca) and was described as moderately calcified with 65% stenosis. It was predilated with an apex balloon 2.5x20mm. A 4.0x32mm promus element stent was then advanced, but failed to cross the lesion. During withdrawal the stent became very elongated, partially dislodged from the balloon but was removed in one part without using any other device from the patient. The procedure was completed using a different device. There were no reported patient complication. The patient remained stable and was discharged the following day.